Manufacturer narrative:
An amo authorized field service engineer examined the phaco system at the customer's location and was not able to reproduce the reported issue. The customer has reported that no further episodes have occurred. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
The customer reported that the vitrectomy function failed to start on the phacoemulsification machine. The customer was able to reboot the machine and the vitrectomy function started up which allowed the procedure to be completed. There was no pt injury.